Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent low blood glucose levels reaching 35 mg/dl. Reportedly, the cause for low bg levels was due to the pump settings. Customer addressed low bg levels with glucose tablets, carbohydrates, and orange juice. Recommendation was made to discuss diabetes management with customer's health care professional.